Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. Fse also removed the plastic part from finger grips due to it was blocking the grips to full closed therefore surgeon could not fire the energy instruments. The system was verified and ready for use. Isi has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer encountered an issue with control of instruments on universal surgical manipulator (usm) 4. The issue occurred prior to calling. During the call, the issue was no longer present. The caller reported two different instruments, cadiere forceps and vessel sealer extend (vse), became non-responsive after installed on usm 4. The instruments could not be controlled and could not be removed from the carriage normally. The users had to use the instrument release kit (irk) to remove the instruments. At the time of the call, the users installed a sureform 60 stapler on usm 4 and experienced no issues. The surgery was proceeding. The technical support engineer (tse) asked the caller if they had reseated the sterile adapter on usm 4 after the issue occurred, but the caller stated they had not. The tse noted no related errors in the logs. Further troubleshooting was not possible as surgery was ongoing. The tse informed the caller that the field service engineer (fse) would follow up on the issue. The issue was possibly related to the sterile adapter, but no related errors were noted in the logs. They called back during ongoing surgery to inform that the vse and sureform 60 stapler were not responding to the push of the blue pedal. Prior to the calling, the instruments had been exchanged, they swapped to usm 1, and the system had been power cycled, but the issue did not resolve. There were no errors when the blue pedal on the surgeon side console (ssc) was pushed. The tse confirmed via the system logs that the correct pedal was pushed. There were no errors on the system or in the logs pointing to this problem. The tse guided the caller through a hard power cycle including pressing the emergency power off (epo) button on the patient side cart (psc). This solved the problem with the vse, but not with the sureform 60 stapler installed on usm 4. There were no errors in the logs. The surgeon confirmed that clamping was complete and there was no error message, but the sureform 60 stapler would not staple. The tse noticed that the blue pedal was pushed very briefly and asked if the surgeon could keep the blue pedal pushed and also keep the related hand control closed. The surgeon did not want to continue troubleshooting and decided to convert the surgery to avoid further delays. The tse advised the caller that there were no error messages in the logs and if needed, usm 4 could be disabled for the next surgery if there was still an issue as system had no other errors. The caller stated he would discuss with the surgeon how to proceed for the next case. The procedure was completed as planned with no reported injury. The clinical sales associate (csa) later sent an email to the tse and provided the following additional information: the csa spoke with the surgeon, who informed that it may have actually been the yellow pedal according to his memory. The surgeon said the functionality of the stapler he was trying to use was strange as it would clamp, but while pressing the yellow pedal he could not then fire the stapler and it was being ¿unresponsive¿. The surgeon then mentioned the instrument was also not clamping again at some stage after this, so the csa believed it was a pedal related issue if not the system arm. It sounded like clamping/firing issues had occurred across 3 different instruments between the 3 surgeons: the vessel sealer extend (vse), the prograsp forceps, and the sureform 60 and 45 staplers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and in remote fe, the 22020 error was found indicating fault on dof 6, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the dof 6 gearbox was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation and failure analysis. A review of the procedure logs was performed. Per the review, the following was confirmed: system serial #(B)(6), event date 12/20/2024, console surgeon (B)(6) and procedure name/category low anterior resection (lar) / general surgery. A review of the site's system logs for the reported procedure date was conducted by an rpms quality engineer. Investigation revealed the following possible related system errors: error 22020 "installed vessel sealer extended failed to engage on usm 3". The probable root cause is attributed to an engagement error from dof 6 gearbox located within usm and it can be resolved by replacing the usm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reported and the following additional information was obtained: the tse was contacted and confirmed that the surgery could have been completed with all 4 arms.

Event description:
Refer to h11 for follow-up information.